Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had an intermittent motor response/tremor/twitch in the leg. The motor symptoms were stated to not be positional, as they happened while sitting and while moving. The leg twitching started in (B)(6) 2014. A fall was noted due to the leg twitch in (B)(6) 2014. Impedances were run at 1.5v and 3v, and contacts 0,1,2, and 7 were out of range. It was noted that impedances from 4 months ago were good. The representative programmed around these electrodes and the patient still had motor symptoms. During the programming, the patient reported that stimulation felt like intense pins and needs at 7v/60 pulse width, while at 450/60 pulse width/3v it felt like a finger in a socket. It was noted that an xray was discussed, to compare historical xrays. Additional information was requested regarding interventions, diagnostics and outcome. If received, a follow up report will be sent.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) didn¿t work. The patient further reported that when she touched her back her leg convulsed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.